Event description:
It was reported that the atrial lead would not insert fully inside the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of being unable to fully insert the atrial lead into the header was confirmed in the laboratory. Visual inspection of the atrial lead bore found that there was epoxy material on the atrial ring spring. It is believed that the epoxy material on the ring spring prevented the spring from expanding appropriately, thereby preventing the lead from being fully inserted into the atrial lead bore.